Manufacturer narrative:
The account found the side rail is missing the latch shoulder bolt and bushing. The account replaced the side rail latch shoulder bolt and bushing to resolve the issue.

Event description:
The account alleged the side rail will not stay up. No pt impact.